Event description:
A ventilator was returned to the manufacturer evaluation. There was no allegation of device malfunction. The device was not in patient use. During the evaluation of the device at the manufacturer's service center, the unit failed system setup test for active exhalation control module. The technician recommends replacing the 3 way solenoid valve and proportional valve to address the issue. The system meets the specification for the performed service and is returned to use.

Manufacturer narrative:
Previously reported by the manufacturer: a ventilator was returned to the manufacturer evaluation. There was no allegation of device malfunction. The device was not in patient use. During the evaluation of the device at the manufacturer's service center, the unit failed system setup test for active exhalation control module. The technician recommends replacing the 3 way solenoid valve and proportional valve to address the issue. The system meets the specification for the performed service and is returned to use. New information/linv: a trilogy evo proportional valve was returned for investigation for allegedly failing aecm verification test. The product investigation lab (pil) is unable to confirm the complaint of the trilogy evo proportional valve failure. Visual inspection found none. Pil performed posttest on the pil trilogy evo multifunction test station, and the device passed tests. Pil concludes the component operates properly.